Manufacturer narrative:
Additional information in description of event or problem, brand name, common device name, device identification.

Event description:
It was reported that a revision surgery was performed to exchange the ball head size m to oxinium ball head size xl due to 3 luxations prior to the revision exchanged.

Manufacturer narrative:
It was reported that a revision surgery was performed to exchange the ball head size m to oxinium ball head size xl due to 3 luxations prior to the revision. Insert was also exchanged. The associated device, used in treatment, was not returned for evaluation. Thus the product analysis could not be performed. A review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. This reported failure has been identified in the instructions for use and risk management files as potential adverse events. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical evaluation noted that the operative note did not reveal a reason for the ¿luxations¿. It was documented that the patient was very active with hiking and climbing. Almost 1 year later a second revision was performed due a broken stem. No medical records were provided for this surgery. On the very same day in the hospital the patient fell, and sustained a periprosthetic fracture. No medical records were provided for this surgery either. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to offset measurements, surgical technique or patient anatomy. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
D1, d2, d4, g5, h4 correct product information added. Part number, lot number, UDI, mfg, and exp date 510k.

Manufacturer narrative:
It was reported that a revision surgery was performed to exchange the ball head size m to oxinium ball head size xl due to luxation. Insert was also exchanged. The associated biolox forte ceramic head and r3 acetabular insert were not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record review cannot be completed. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that the root cause of the ¿luxations¿ which precipitated the first revision, cannot be concluded from the information available. No information for the second and third revision was provided. Without supporting clinical/medical documents, a thorough investigation cannot be performed. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed to exchange the ball head size m to oxinium ball head size xl due to luxation. Insert was also exchanged.